Event description:
A customer observed negatively biased gent qc results on the 5.1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the calibration results were typical compared to expected, and qc results had been acceptable the previous day. Static test results were unacceptable indicating service was required. On-site service replaced the photometer lamp and performed other adjustments. Following the service actions, acceptable qc results were obtained. The root cause of this event is instrument-related.